Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit. The hp stated he was connected at the time of the alarm and all the bags were full of solution. The hp stated that there was air in the patient line. The technical service representative (tsr) assisted the hp to disconnect from setup and cycle power to clear the alarm. The tsr also advised the hp to inform the nurse of the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
The reported defect of "measurement was inaccurate" was not confirmed. The thermistor read 37.1 c when submerged into a 37.0 c water bath. There were no open or intermittent conditions observed. Thermistor connector was opened with no visible inconsistencies. All through lumens were patent without leakage. Balloon inflated clearly, and concentrically, and remained inflated for more than 5 minutes. There was no visible damage to the catheter body observed. The lot number was provided - 58868446. The device history record review was performed, and the device met all specifications upon distribution.

Event description:
It was reported that "the measurement was inaccurate during use." There were no patient complications reported.